Event description:
The reviewed literature article contained nine cases of infections associated with the use of ventriculostomy catheters resulting in an infection rate of 0.9%, which was a significant decrease from baseline.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.